Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet on the first day, after announcing a usual meal but consuming approximately 20¿30 grams of carbohydrates, noting a glucose drop to 65 mg/dl, disconnecting from the device, and treating with an oral carbohydrate drink of about 40 grams, after which glucose returned to 98 mg/dl. Symptoms included low blood glucose with no loss of consciousness, no dizziness, and no other acute effects reported. Outcomes included transient hypoglycemia with self-treatment and no medical intervention or hospitalization. Investigation included user interview, review of device use and cgm-driven insulin modulation behavior, and troubleshooting and education on consistent meals during the learning period, non-announcement of hypoglycemia treatment carbohydrates, and avoiding meal announcements for corrections. Investigation of this case revealed that the event was associated with a meal mismatch during the early adaptive period and subsequent user disconnection, with the device designed to reduce insulin when cgm indicates falling glucose. It was concluded that the device functioned as designed, the event was user-manageable, and cause was unclear given the combination of reduced carbohydrate intake, early algorithm aggressiveness, and device disconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.